Event description:
Customer reported that an unspecified number of erroneously low sodium and chloride results were generated by the unicel dxc 800 synchron system. The results were not reported out of the lab. The customer reported previously changing the sodium electrodes. Add'l event details were requested; the customer declined to provide specific details. There were no changes to the pts' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
No examination or eval of the system was performed; the customer declined a service call. No data was provided for review. Without an eval of the system or data to review, no root cause for this event can be determined. Accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.